Manufacturer narrative:
(B)(4). The replaced portion of the driveline was received for investigation. The evaluation is not complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while the patient was at the hospital for a transplant workup, device interrogation showed several pump stop events. The customer stated there was no obvious damage to the driveline and the patient had not gained any significant weight since implant. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer¿s technical services representative for review. Several low flow events as well as a few pump stops were captured on the morning of 06/24/2016 while the lvad system was connected to the power module and patient cable. This type of behavior has been linked to potential issues with the driveline. X-ray images submitted did not show any obvious areas of concern either internally or externally. On (B)(6) 2016, technical services performed a driveline evaluation. Continuity testing did not reveal any broken wires. Per the customer's request, the entire external portion of the driveline was replaced with no issues. The system was connected to the power module with a grounded patient cable after the repair and the alarms did not recur at that time. On (B)(6) 2016, the pump stop events returned while the system was powered with a grounded patient cable and the power module. The current plan is to use an ungrounded patient cable while on power module support and the patient was placed on the transplant list. No additional information was provided.

Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the review of the submitted log file. It was indicated that the interruptions in pump function only occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the atypical events captured in the log file. A distal end driveline replacement was performed and approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. A few areas of minor breakdown of the metal braided shield were observed along the length of the driveline segment and the underlying wires showed evidence of kinking and insulation abrasion adjacent to the metal connector; however, visual examination under a microscope found no areas of compromised wire insulation exposing the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised insulation were identified. The patient remained ongoing on pump support on an ungrounded patient cable until receiving a heart transplant on (B)(6) 2016; however, the pump was reportedly discarded and will not be returned for investigation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information entered by the hospital personnel on (B)(6) 2016 stated that the patient received a heart transplant on (B)(6) 2016. According to the clinical representative, the patient's pump was discarded by the hospital.